Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the distal part of the glass cap is detached and not returned; the fiber is fractured distal to glue zone at the bevel edge; the fiber is blackened along 5 cm of the distal end; the heat shrink tube is melted along 5 cm of the distal end. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @56,155 joules of use; 45:09 minutes, the fiber tip burned out. The procedure was completed with a second fiber. "No patient injury" reported.